Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Later, healthcare professional confirmed rupture and pain. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported event of rupture and pain was received on january 10, 2025 with lot number 2235175. Based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as fold flaw opening. Pain: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases and non-penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side rupture. Later, healthcare professional confirmed rupture and pain. The device has been explanted and replaced.